Manufacturer narrative:
G4:27jan2021. B4:31jan2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report#: 2031642-2021-00073 was submitted. Any additional information will be submitted under the initially reported MFR. Report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit is not powering on. The customer contacted product support and requested for service repair. Provided the customer a service quote. The customer reported that the unit was not in use on a patient.